Event description:
It was reported that the patient experienced increasing pain due to catheter migration from the intrathecal space. An x-ray revealed that the catheter was at t12-l1. The catheter was surgically revised in (B)(6), and the patient recovered without sequela. Later it was reported that th patient again experienced increased pain due to catheter migration from the intrathecal space. Infusion rate had been increased with no relief. The catheter was repositioned in (B)(6), and the patient recovered without sequela. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-uip device will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).